Manufacturer narrative:
The event year provided is 2020. The bwi product analysis lab received the device for evaluation on (B)(6) 2020. The device evaluation was completed on(B)(6) 2020. The device was visually inspected and it was observed in the pebax a hole and reddish brown material. Then, a magnetic sensor functionality was tested on the carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly. The force values were observed within specifications. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding force issue was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter where the biosense webster, inc. Product analysis lab observed a hole on the pebax with metals exposed. Initially, it was reported that the catheter tip looked physically broken. Force value increasing to maximum during ablation. Cable was changed without resolution. Catheter was changed and the issue was resolved. The damage did not result in wires being exposed. The damage did not result in any lifted or sharp rings. There was no resistance nor difficulty during insertion or removal of the catheter. The catheter was not pre-shaped. The procedure was completed successfully. No patient consequence. The tip issue was assessed as not MDR reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 10/16/2020 reddish brown material and a hole on the pebax with metals exposed. The hole on the pebax with metals exposed was assessed as an MDR reportable issue. The awareness date is 10/16/2020.